Event description:
Spoke with the patient regarding what product was used to place the staples. Per the patient the operative report did not provide product codes or product names. The name of the surgery center and surgeon were provided.

Manufacturer narrative:
(B)(4). Information unavailable. Ufmw # (B)(4). Device type and location unknown a comphrensive search of the complaint database was performed. There were no complaints matching this report found from this account, surgeon or region during the specified time period.